Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported a pad burn occurred. A radiofrequency ablation procedure was performed. A rf3000 generator was used with a 5.0/13/15 leveen¿ standard needle. Following the procedure there was a burn on the thigh noted to be "stage 2". No further patient complications were reported.